Event description:
The customer reported that a posterior capsule tear occurred during cataract surgery of the pt's left eye. The surgeon performed an anterior vitrectomy and implanted the lens in the sulcus. An alcon representative was present at the time of the surgery. The surgeon said that the posterior capsule tear was not related to a fault with the system - but rather was related to a miscommunication about what setting should have been selected during I/a.

Manufacturer narrative:
The serial number of the system was not provided, nor were any samples returned for investigation. No system parameters were provided on the surgeon questionnaire. The surgeon stated that the problem was not due to a fault of the machine, but rather a miscommunication of the settings to be used during the I/a portion of the procedure.